Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report that she had to change her sensor twice in 7 days, and also reported that she had a high blood glucose reading of 400 mg/dl. Customer also reported that her blood glucose would get high due to the insulin pump suspending from the inaccurate sensor glucose readings. Customer declined to troubleshoot for high readings. Nothing was replaced or returned.